Event description:
On (B)(6) 2024 a customer reported an ambu bag failure. Unfortunately. The patient was pronounced deceased in the emergency department. According to the customer, airway had been secured using I-gel, upon assisting venitilations the customer noticed that the etco2 started decreasing. With every ventilation provider stated that she could feel air coming form the bag-valve- mask (bvm). The bvm bag ventillated appropriately for 2 breaths (which is about 4 seconds) then customer began to feel air from between the handle and the bvm where you place your hands. Customer states that in the midst of resuscitating the pediatric patient that there was no time to fully examine the bvm as they were actively working the cardiac arrest. There was no obvious tears seen, a new bag was provided from fire dept and it failed too.

Manufacturer narrative:
Neither sample nor picture could be returned for investigation due to customer did not save the sample, therefore, the reported failure about spur ii leaking could not be verified. During manufacturing, all spur ii undergoes function tests, such as high/low pressure test, inspiratory/ expiratory test according to product control procedure. If case of leak, it could be easily found. After review of the manufacturing record and inspection record, no abnormality was found in the data which could cause the reported failure. Based on this the affected product should be within specification when delivered to customer. Compressible bag tear is one possible cause for the spur ii leaking between the handler and the bvm where the hands are placed. However, based on customer's reply, no obvious tear was found on the affected products and no sharp objects was used with the spur ii. Customer suspected that this was possibly caused due to products being out of shelf life. Spur ii has been verified that it could function normally within 7 years if it was stored as IFU suggested. Ambu has tried to get information about how the customer stored the product. No detailed data recevied for it but "pediatric ambu bags are stocked on the ambulances, with this being said they do experience cold and hot temps". Therefore, it is possible that material of the compressible bag degraded due to improper storage condition and caused air leaking. However, due to limited information, the root cause could not be determined. The IFU states that "always inspect the resuscitator and perform a function test after unpacking, assembly and prior to use" and "always watch the movement of the chest and listen for the expiratory flow from the valve in order to check the ventilation efficiency. Switch immediately to mouth- to- mouth ventilation if efficient ventilation cannot be obtained" ((B)(4), version 16).